Manufacturer narrative:
Device will not be returned as the patient was not revised. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
In post-operative monitoring (x-ray) indicates that the radio distal volar plate is broken. Is necessary to schedule a surgery and remove the plate from the patient after 3 months.

Manufacturer narrative:
The reported incident that volar smartlock distal radius plate, narrow, left,long, 12 holes was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on the currently available information, the root cause can be attributed to a patient related issue. It is visible that the plate broke only on one side and that on an angle, which may indicate a sudden sidewise movement from the patient (unknown incident). Unfortunately we had not been provided with sufficient detailed information in order to determine the exact cause for the reported breakage. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. The returned screws are still intact and only show some traces due to the removal. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
In post-operative monitoring (x-ray) indicates that the radio distal volar plate is broken. Is necessary to schedule a surgery and remove the plate from the patient after 3 months.